Manufacturer narrative:
On (B)(6) 2018 we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. Due to this damage the fixation mechanism could not be tested. It is assumed, that the deformation resulted in the observations reported during the reposition attempt. In addition, coagulated blood was found along the returned stylet causing the inability to advance the stylet properly. These blood residuals were most likely introduced during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgment. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 4 months after the implantation this lead was explanted and replaced due to dislodgement. The physician attempted to reposition the lead but was unsuccessful.